Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device seized up and stopped working during the case. It appears some of the shaver blade might have shaved off as glistening metal was visible in the joint. Metal was removed with suction. No patient injury was reported. A short delay of less than 30 minutes was reported.